Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy drug eluting stent (des) was prepared. However, it was noted that the stent was stretched and dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.